Manufacturer narrative:
This correction is to rectify that in section d1, the brand name should be nimbus ii painpro. See section d1 for detail.

Manufacturer narrative:
The pump was returned on 1/9/2024 and tested on (B)(6) 2024. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Upon review of the pump's event log there were no system error codes detected, but several abrupt power ups were found in the event log, which is reportable. The pump's event log will be uploaded to the complaint. The abrupt power off can be shown by the consecutive lines of "log_event_on" meaning the pump turned off several times in a row on it's own.

Event description:
Infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. The pump was received on 01/09/2024 for further evaluation. Please see h10 for detail finding.